Event description:
It was reported that the patient presented to the emergency room after the patient alert triggered. The device experienced a power on reset (por). The por was reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.